Manufacturer narrative:
Citation: gennari m. Et al. Proper selection does make the difference: a propensity-matched analysis of percutaneous and surgical cut-down transfemoral tavr. J clin med. 2021 feb 25;10(5):909. Doi: 10.3390/jcm10050909. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding follow up outcomes of patients after a transcatheter aortic valve (tav) repl acement by percutaneous versus surgical cutdown access. All data were collected from an observational, single center study between 2014 and 2019. The study population included 344 patients who were predominantly male with a mean age of 83 years. Multiple manufacturer¿s devices were implanted in the study population; 17 patients were implanted with a medtronic evolutr tav the remaining 327 patients were implanted with a non-medtronic balloon expandable tav. No unique device identifier numbers were provided. Among all patients, adverse events included: greater than mild paravalvular leak (pvl), cardiopulmonary bypass (cpb) or extracorporeal membrane oxygenation (ECMO), cardiac arrest, conversion to sternotomy, minor or major vascular complications, minor or major neurological events, atrial fibrillation (afib), myocardial infarction (mi), minor or major bleeding and the implant of a permanent pacemaker. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.